Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with the lead dislodgement.

Event description:
It was reported that inappropriate high voltage therapy was delivered due to right ventricular lead dislodgement. The lead was explanted and replaced and the patient was in stable condition.